Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the past few months, the customer has noted air bubbles in the cartridge patient line and luer lock. The customer's blood glucose (bg) level has been elevated up to 300 mg/dl. The customer addressed bg level using boluses via the pump. At the time of the call, bg level was at 135 mg/dl. Reportedly, the customer had been introducing air into the cartridge while performing the air removal step during cartridge load. The customer was instructed regarding the proper load process.